Event description:
It was reported that t:slim x2 pump housing around usb port was damaged, including usb pins, which affected ability to charge and meant pump could no longer be considered watertight, although pump had not shut down and caller was unsure how damage occurred beyond normal wear and tear. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, received instructions from technical support to let pump battery fully deplete before return, was advised to reenter pump settings and reconnect continuous glucose monitor on replacement pump, had shipping address confirmed, and was instructed to return damaged pump using prepaid label within 10 days.